Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Cause was due to pump shattered and the customer did not notice for around 5 hours. A correction injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.